Manufacturer narrative:
Pharmacovigilance comments: the serious event of vascular occlusion and the non-serious event of erythema at implant site were considered expected and possibly related to the treatment. Serious criteria include the need for medical interventions to prevent permanent damage. The likely root cause include intravascular filler injection leading to vascular occlusion. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations. Manufacturer narrative: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 04-may-2021 by a physician which refers to a patient of an unknown age and gender. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with restylane lyft to nasogenian sulcus for unknown indication (unknown amount, lot number, injection technique and needle type). Unknown time later, on an unknown date, the patient experienced vascular occlusion(vascular occlusion). 24 hours later, on an unknown date, the patient experienced reticulated erythema(implant site erythema) on face. On an unknown date, as a corrective treatment, the patient received hyaluronidase [hyaluronidase] 500 iu and experienced partial improvement. Four days after the patient received hyaluronidase for the first time, the erythema persisted. An additional treatment with hyaluronidase was performed, but there was no improvement. On an unknown date, the patient started to use clopidogrel [clopidogrel] prescribed by the dermatologist. Outcome at the time of the report: vascular occlusion was unknown. Reticulated erythema was not recovered/not resolved.